Event description:
New etq record created in order to update etq (legacy system) complaint number dint (B)(4). Reason for original complaint ¿ asr revision, asr xl - right, reason(s) for revision: pain. Update- updated original surgery date taken from claimsuite dated (B)(6) 2013. Update- updated reason for revision, added patient ID. Taken from form 73 dated (B)(6) 2013. Reason for revision: dislocations (not arising from traumatic event) component loosening (querying), alval requested component loosening info 3 times. Still waiting on the surgeons response. Third email sent on (B)(6) 2013. Update (B)(6) 2014: we have been informed by (B)(6) that this patient is deceased. The date of death is (B)(6) 2014. We have also rec'd the following updates: new explant date - (B)(6) 2012. This com is out of CAPA and has been assigned to both (B)(6).

Event description:
Reason(s) for revision: pain, dislocations (not arising from traumatic event), component loosening and alval.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Asr revision; asr xl - right; reason for revision: pain.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.